Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer seven was not detected on the bus due to a defective controller module. The field service engineer (fse) removed the back panel and confirmed missing led lights on the module. The station was powered off, and the controller module was replaced. After replacement, the station was rebooted, and hardware testing was completed successfully using the application. Additionally, the fse inspected each cubie tray, released all cubies, reseated row board cables, tested latch position sensors, and detached and reattached the bus cable to ensure proper connectivity. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.